Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient just had a complete knee replacement surgery and they turned their therapy off for the surgery and when they turned it back on, they didn't feel like it was on the same program. The patient said they had been having accidents since they had the surgery. The patient was guided through connecting to their settings and they were on program 4 at 4.2. The patient stated they were on the correct program. The patient also stated they had an accident this morning and increased their stimulation from 4.0 to 4.2. Stimulation expectations were reviewed with the patient. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed comfortable stimulation in the bicycle seat area. The patient was directed to follow up with their healthcare provider (hcp) if the issue(s) persisted. The patient stated they called their hcp's office today.